Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2011. 5076-52 lead, implanted: (B)(6) 2011. 694765, lead implanted: (B)(6) 2011. Investigation of this event is pending, and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the waist pack was pulling away at the sides. The waist pack was exchanged. No patient complications have been reported as a result of this event.